Event description:
It was reported that a revision procedure was performed to address non-union on (B)(6)2022, utilizing the reform pedicle screw system. During final tightening of a lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed with suction and the procedure was completed utilizing the second driver, readily available in the set. There was no patient injury but a five (5) minute delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the tip of the driver is fractured at an oblique angle relative to the driver's longitudinal axis which is indicative of failures related to combination loading (torque and bending moment application). The fracture site was examined with a 5x loop and no other details related to the potential cause were ascertained. The failure could be strictly due to the load application in the noted procedure but is likely due to crack initiation in a prior procedure that subsequently manifested in the failure observed in this case. Review of device history records found fifteen (15) pieces of lot 0166it released for distribution on 1/19/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended.

Manufacturer narrative:
Initial reporter occupation - other; sales representative. Device evaluated by MFR:other - evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision procedure was performed to address non-union on (B)(6) 2022, utilizing the reform pedicle screw system. During final tightening of a lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed with suction and the procedure was completed utilizing the second driver, readily available in the set. There was no patient injury but a five (5) minute delay to the procedure.